Manufacturer narrative:
Performed investigation on returned meter. Memory overwrite was observed. Found uom to be selectable and set to mg/dl. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
Customer reported freestyle flash meter did not start with strip insertion.